Event description:
On (B)(6) 2015 the consumer reported that the patient¿s therapy had not been effective since implant in (B)(6) 2013. The patient experienced a loss or change of therapy. The patient went to their health care provider¿s (hcp¿s) office 1 month ago and therapy was off. The patient had tried all 4 programs. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. On (B)(6) 2015 additional information received from the manufacturer representative reported that they met with the patient on (B)(6) 2015. The patient was reprogrammed, educated about different programs they had available to utilize, and was given some further alternative programs to work with. The manufacturer representative and the health care provider's (hcp's) office had not heard anything from the patient since then and they assumed everything was well. On (B)(6) 2025 additional information was received from the patient. They reported that the therapy didn't work and was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.